Event description:
An elevated advia centaur troponin ultra result was obtained on a patient sample. Repeat testing was performed on the patient sample and the test results were negative. The negative result was reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The customer declined service - no further action taken. The cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required.